Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The site was changed and insulin delivery was resumed to address the event. However, it was unclear if all the supplies were changed. Blood glucose was 400 mg/dl.